Event description:
Patient returned to surgery for chest exploration. After surgery was completed and prior to leaving the or, iabp stopped working. Patient chest was re-opened and it was discovered that the iabp balloon had ruptured. A new device was then placed intra-op. Diagnosis: mediastinal exploration.